Event description:
The customer reported their unicel dxc 800 synchron chemistry analyzer generated erroneous low mtp results, which were reported out of the laboratory. Customer has indicated that no effect to patient treatment would have occurred because the biochemist in the laboratory does not think the differences are clinically significant. Per customer, when they loaded mtp reagent lot # m104446- qc shifted low ((B)(6) 2011); but when they loaded mtp reagent lot # m109200 on (B)(6) 2011- the biorad qc shifted back in range. Customer has patient samples that were run on mtp reagent lot # m109200 and that were run using lot # m104446 and in urines, there is a 15% difference and on csf there is 8% difference. Bci precision claims from cis are 2 sd=6.0, %cv=6.0. The comparison results are attached. Samples were urine or csf, no sample issues were noted. Qc data from proservice show a shift down when the customer switched from lot m008457 to lot m104446 and a shift back up when the customer switched to lot m109200 for csf control #2. The shifts were less apparent with the urine controls as indicated by the customer. Service was not dispatched since this was a reagent related issue. Root cause is not known, but the issue appears to be reagent-related.

Manufacturer narrative:
This is a reagent issue.

Manufacturer narrative:
The changes are to include the correct country information.